Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was locked out at the first firing. The cartridge was gold. A motor sound was heard when the device was inserted into the patient. The doctor commented that the safety lever and trigger had not been grasped during inserting the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.